Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead had been lost to follow up. It was noted that the pacing impedance measurements had been varying between 800 ohms and greater than 3000 ohms since the last device replacement procedure. A device-to-lead connection issue was suspected as noise was elicited upon tapping on the patient's skin near the device pocket. Surgical intervention was performed and a connection issue was ruled out. The physician determined that the clinical observations were due to compromised lead integrity. A new rv lead was implanted without issue. Besides surgical intervention, there were no adverse patient effects reported.